Event description:
It was reported that during a thymectomy procedure, the clip would not reopen. Upon the hemostasis of a thymic vein, the device got stuck in the closed position on the vessel. No detail concerning the release and the removal of the device. No conversion to open surgery was needed. Another applier was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The report is from the (B)(4) study. The patient was an (B)(6) male with a history of CABG, diabetes, and coronary artery disease. The target lesion was the ostium of the right carotid artery. Pre-procedure stenosis was 80%. Lesion length was 20mm and diameter was 6mm. A precise pro rx 10 x 30mm stent was deployed at the target lesion. An angioguard rx size 8 was successfully deployed and retrieved during the procedure. There was no neurological deficit when the patient left the angiography suite. Approximately an hour post procedure, the patient developed mental status changes. He did not follow commands and had impaired speech. Diagnosis was a stroke (ischemic). MRI report states "several small areas of restricted diffusion involving the right cerebral hemisphere which are likely due to acute infarcts." The stroke was not treated and resolved with minimal residual. The patient was discharged 4 days post-procedure.

Manufacturer narrative:
(B)(4) (B)(4). After several requests, the device was not received for analysis.